Manufacturer narrative:
A ge service representative evaluated the system and reseated circuit boards. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported system continues to take x-rays after switch is released and collimators will not shut down. No patient injury was reported.